Event description:
It was reported that, after removing bone on the femur in a navio ukr procedure, the surgeon did not like the alignment of the peg holes on the cut surface. They felt as if the posterior peg hole was too medial, and went back into the planning screen and shifted the implant 1/2 mm laterally (closer to midline of the knee). They did not check if the femur tracker had moved and the "red" on the posterior cut was due to the technique to remove bone from the posterior condyle with an osteotome. After completing the peg holes, the surgeon was uncomfortable with the peg hole alignment, and believed the rotation of the implant was incorrect, so he switched to a manual tka procedure instead of trialing with the ukr with a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Upon review of log file and screenshots, the system operated as intended. Review of the case screenshots with the product management team could not confirm the reported issue. It appeared that there was still some medial space on the bone, making it difficult to discern the medial nature of the posterior lug that was mentioned. The component m-l position adjustment screen showed the combination of the rotation of the tibia and femur being rather centralized and no signs of edge-loading, indicating adequate positioning of the implants. The reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further patient impact would be anticipated based on the information provided and no further medical assessment could be rendered at this time. This situation is captured in the navio risk assessment released at the time of the complaint. In this instance, it was noted the femur implant appeared medial to the surgeon¿s preference. Although this reported issue could not be confirmed, factors that may have contributed to this issue could be the utilization of the tidemark point to dial in rotation, or insufficient free collection of the femoral surface. If utilizing the tidemark point to dial in rotation, it is recommended to use the guidance as described in the user¿s manual to mark/determine the location of the tidemark point. Per the navio surgical system user¿s manual, the tidemark point is at the most anterior point of wear. This is where the distal femoral resection should begin. To ensure optimal information is present in planning, particularly around the ml borders of the condyle, it is recommended to paint the articular surface of the condyle as well as the medial/lateral borders and up the medial side of the bone to appreciate the articular surface and geometry of the patient¿s knee to assist with ml placement of the femur component in planning. Per the surgical technique guide, the navio surgical system software provides an initial placement of the femoral component utilizing the femur landmark points collected during the registration stage. From the initial placement, the user has the ability to adjust the size and placement of the component. The navio surgical system is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Upon review of log file and screenshots, the system operated as intended. Review of the case screenshots with the product management team could not confirm the reported issue. It appeared that there was still some medial space on the bone, making it difficult to discern the medial nature of the posterior lug that was mentioned. The component m-l position adjustment screen showed the combination of the rotation of the tibia and femur being rather centralized and no signs of edge-loading, indicating adequate positioning of the implants. The reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further patient impact would be anticipated based on the information provided and no further medical assessment could be rendered at this time. This situation is captured in the navio risk assessment released at the time of the complaint. In this instance, it was noted the femur implant appeared medial to the surgeon¿s preference. Although this reported issue could not be confirmed, factors that may have contributed to this issue could be the utilization of the tidemark point to dial in rotation, or insufficient free collection of the femoral surface. If utilizing the tidemark point to dial in rotation, it is recommended to use the guidance as described in the user¿s manual to mark/determine the location of the tidemark point. Per the navio surgical system user¿s manual, the tidemark point is at the most anterior point of wear. This is where the distal femoral resection should begin. To ensure optimal information is present in planning, particularly around the ml borders of the condyle, it is recommended to paint the articular surface of the condyle as well as the medial/lateral borders and up the medial side of the bone to appreciate the articular surface and geometry of the patient¿s knee to assist with ml placement of the femur component in planning. Per the surgical technique guide, the navio surgical system software provides an initial placement of the femoral component utilizing the femur landmark points collected during the registration stage. From the initial placement, the user has the ability to adjust the size and placement of the component. The navio surgical system is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. Based on the investigation, no further containment or corrective action is recommended or required at this time.